Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the transmitter gave an out of range signal for about 30 minutes on (B)(6) 2014. The out of range signal had gone away during contact with dexcom technical support. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.